Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high impedance from lv tip to right ventricular (rv) lead defibrillator coil. The lead was programmed off and remains in the patient out of use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high impedance from lv ring to right ventricular (rv) lead defibrillator coil. The lead was programmed off and remains in the patient out of use. No patient complications have been reported as a result of this event.